Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was 110 mg/dl at the time of incident. Customer stated that the insulin pump remained blank even after a new battery was used and it was restarted. Customer also reported that the insulin pump buttons were unresponsive after possible exposure to moisture. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation and there was no blank display. The pump was received with all buttons responding properly. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. There was no damage or moisture damage on keypad assembly, no unlocked keypad connector and verified the battery tube power connector is properly connected during visual inspection. The pump was monitored and no unexpected powering off or blank display.